Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale CAPA is not required at this time.

Event description:
Material no. 301073, batch no. Unknown. It was reported that before use of the bd luer-lok¿ 3ml syringe 43 out of 1581 syringes inspected were found to have foreign matter of some type of loose particulate. The following information was provided by the initial reporter: "as part of our continuous improvement activities, an extensive visual evaluation of incoming components to characterize possible source of foreign material. " 301073 -syr, 3cc l/l - 43 out of 1581 found to have loose particulate.